Event description:
The hospital reported that during an axillofemoral bypass with the fusion bioline 8mm-80cm supp peripheral, once the rings were removed and trimmed a portion of it separated. The hospital did not report any patient effect.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).